Manufacturer narrative:
Inspected 1 opened/used enlite sensor and perform continuity resistance test. Sensor failed per specifications. Bent sensor cannula confirmed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was suspending when her blood glucose level was not low. Customer's blood glucose level was 180 mg/dl but her sensor glucose reading was 48 mg/dl. The customer believed her blood glucose level was 489 mg/dl. The customer treated her low blood glucose level with glucose tablets. The infusion set cannula was kinked. The customer was advised that the device would be replaced and agreed to return the product for analysis.